Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The side panel was replaced to resolve the issue.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Block d4 unique identifier: (B)(4) legal manufacturer: hcs research park - 9900 innovation drive USA wauwatosa, wi 53226 h3 other text : device evaluation anticipated, but not yet begun

Event description:
It was reported that the panel wall was damaged. There was no patient involvement.